Manufacturer narrative:
Analysis synthesis: - upon reception, the returned smartview connect was tested and the reported behavior was not reproduced, as normal functioning and communication with a reference pacemaker were observed. Therefore, the root-cause of the reported issue could not be identified. It could be hypothesized that the reported issue resulted from noise or external disturbances during the pairing attempt. Based on available data, no malfunction was evidenced on the subject smartview connect.

Event description:
Reportedly, with the smartview connect no pairing with the pacemaker could be established.

Event description:
Reportedly, with the smartview connect no pairing with the pacemaker could be established.